Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 511 mg/dl and gastroparesis. The patient experienced vomiting, swollen stomach, and hyperglycemia. The patient was removed from her insulin pump and placed on insulin IV drip. The cause of the high blood glucose appeared to be her bent infusion set cannula. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.